Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, g1, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "hardening and tension," "grade iii capsular encapsulation with possible rupture."

Event description:
Healthcare professional reported left side "hardening and tension," "grade iii capsular encapsulation with possible rupture." Device remains implanted.